Event description:
The catheter was non-functional for 3 wks, and was scheduled for removal of the prot. Upon removal of the port it was noted by the surgeon that the entire portion of catheter was not present. The pt was sent to special procedures for retrieval of the catheter fragment.